Manufacturer narrative:
(B)(4) concomitant medical products: 11-158318, plr splined rev stem 18 x 270 mm, 753130. The 157444, m2a-magnum mod hd sz 44 mm, 798640. The 139252, m2a-magnum 42-50 mm tpr insrt-6, 540580. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11426, 0001825034-2017-11425.

Event description:
It was reported that the patient underwent a revision due to subsidence of stem and dislocation after two months post reimplantation. No other information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported it was determined that this is an competitor product and the initial report was submitted in error and should be voided.